Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was explanted because it had been flipped. It was stated, the patient¿s battery flipped and was causing the patient pain. It was noted the doctor moved the pocket up and deeper and sutured the ins down to minimize the chance of it flipping again. Reportedly, the doctor noticed the battery was compromised with fluid in the lead cavity so they used a new battery for patient benefit and safety. It was noted, the patient¿s original lead remained in service. The patient¿s status was reported as no injury and it was stated the patient had pain at their device pocket.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# va0a32b, implanted: 2013 (B)(6); product type lead. (B)(4).